Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation was due to procedural condition. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during the procedure, the septum became torn. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had very challenging anatomy. The clip delivery system (cds) was not able to cross the valve due to the transseptal puncture height being too high. During the attempt to steer the cds across the valve, the septum gave way and a tear in the septum was noted. It was decided to abort the case to give the patient time to heal. Another attempt to treat the patient is expected at a later date. No additional information was provided.